Event description:
The patient reportedly developed subdermal infection at the implant site. The patient was prescribed clarithromycin 250mg every 12 hours and cefalexin 50mg/kg 12 hours for 14 days. A period of non-use for one month was recommended. The patient's infection did not resolve. The patient's device was explanted.